Event description:
A report was received that the patient had a procedure related infection at the pocket incision site. Symptoms were fever, chills and pocket pain. The patient underwent an explant procedure and the incision site was irrigated. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description:infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.